Event description:
The patient was started on acute biventricular extracorporeal circulatory support on (B)(6) 2015. It was reported that while on support, the patient experienced a cerebrovascular accident (cva). Information regarding if the cva was of ischemic or hemorrhagic origin was not provided. The acute circulatory support was discontinued on (B)(6) 2015 as the patient was no longer a transplant candidate. Information regarding the patient symptoms was not provided. There were no reports received of any device alarms or other issues during support. The patient remained in the ICU. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. A full examination of the centrimag rvas could not be performed because the device was not returned to the manufacturer for analysis. However, thoratec's centrimag blood pump instructions for use lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump. This document states that systemic anticoagulation is intended to be utilized while the cmag vad is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. Additionally, the centrimag rvas IFU lists stroke and bleeding as potential medical risks that may be associated with the use of the centrimag vad. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was requested but was not provided. The serial numbers of the devices were requested but were not provided. Therefore, the expiration dates were not available. The manufacture dates are unknown, as the serial numbers were not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The lot numbers were not provided. Therefore, the expiration date, unique device identifier (UDI), and manufacture date are unknown. Approximate age of device ¿ 43 days (calculated from the start date to the date support was discontinued). No further information is available. The manufacturer is closing the file on this event.